Event description:
It was reported that the pump failed accuracy test. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device found the tamper seal missing. No evidence of error was found in the device ehl (event history log). The customer problem was not duplicated during the investigation. No problem was found as the device passed all functional tests and was within the manufacturing specifications. Since no fault was found, no corrective action or repair was needed. A standard preventative maintenance was however recommended. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
B5: additional information received on 12july2022 via email and attached to complaint object: date of the event was corrected ((B)(6) 2022), the event did not occurred during patient use, there was no patient harm reported, there was no medical intervention required, the outcome was: device was removed from service and sent in for repair.